Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient had cool legs and no doppler pulses were located. The impella was removed due to the ischemia. The staff knew this would happen due to the patient's anatomy. They were hopeful that the reperfusion sheath would allow for flow, however the patient still had ischemia and the impella was removed.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ to conform to updated procedures, sections d6 & h10 were revised with updated information.